Manufacturer narrative:
Device evaluated by MFR.: a kink and pitch elongation of the coil at about 5 mm from the distal tip were observed through examination of the returned product. Other than these observations, no other abnormalities were seen.

Event description:
It was reported that guidewire fracture occurred. A 190cm, straight-tip samurai rc guidewire was selected for use. However, during the procedure, the device got broken. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the part of the device that was damaged is the distal tip, where the inner coil technology (ict) is located.

Event description:
It was reported that guidewire fracture occurred. A 190cm, straight-tip samurai rc guidewire was selected for use. However, during the procedure, the device got broken. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the part of the device that was damaged is the distal tip, where the inner coil technology (ict) is located.

Event description:
It was reported that guidewire fracture occurred. A 190cm, straight-tip samurai rc guidewire was selected for use. However, during the procedure, the device got broken. The procedure was completed with another of same device. There were no patient complications nor injuries reported.